Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission with several auto mode switch (ams) episodes. The ams episodes were caused by farr oversensing. Programming changes were performed to resolve the issue. No patient symptoms were reported. The patient will be monitored remotely.